Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The reported chikai black guide wire was returned for analysis. The distal segment of the returned guide wire was curved. The polymer jacket was found split apart, exposing the underlying coil wire that was found stretched at approximately 2.5-3.5mm from the tip. For observational purposes, the polymer jacket was removed and the inner coil wire was loosened. The core wire found fractured at approximately 9mm distal to the mid solder that was originally located at 29mm from the tip; fracture site located at approximately 20mm proximal to the tip. The fracture end of the core wire was observed under the scanning electron microscope. The core wire was necked at the fracture end. Dimples were observed throughout the fracture surface. These findings indicated that it was ductile fracture: the core wire was pulled apart. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on investigation outcome and referring to know similar events, it was presumed that tensile stress generated with wire manipulation had most likely contributed to the observed separation of the core wire and the polymer jacket. The applied tensile stress would exceed the product design limit possibly when the unspecified concomitant microcatheter that was flattened and/or the guide wire was bent due to anatomy. Possible deformation of the microcatheter and the bend on the guide wire would increase resistance between the guide wire and the microcatheter and restricted the wire movement. Therefore, excess tensile stress caused separation of the core wire and the polymer jacket as well as stretching of the coils. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [precautions] if the guide wire meets resistance with the device used with the guide wire, do not apply an excessive force. If there is abnormal resistance, remove the whole system from the patient's body, and check the cause of the resistance; and, [malfunction and adverse effects] breakage or bending of the guide wire.

Event description:
It was reported that the chikai black guide wire was not advancing during a procedure in the mildly tortuous and mildly calcified neurovascular anatomy. It was found that the distal part of the wire was distorted. It was judged to be difficult to use and replaced with another wire.

Event description:
It was reported that the chikai black guide wire was not advancing during a procedure in the mildly tortuous and mildly calcified neurovascular anatomy. It was found that the distal part of the wire was distorted. It was judged to be difficult to use and replaced with another wire. There were no adverse patient effects associated with this event. The patient was discharged home without prolonged hospitalization.